Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit will not turn on. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that their v60 would not turn on. The rse advised the customer to confirm that the 24 direct current (dc) volts from the power supply was functional. The customer confirmed that there was no 24 volts. The rse then advised the customer to swap power cords. After a power cord swap, the unit would still not power on. The customer was then advised to replace the v60 power supply. The rse provided the biomed with the part # for the v60 power supply to replace.